Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the patient and prior to inserting any catheters or a transseptal needle, a blood leak was noted from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; the distal seal was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the seals during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath."